Event description:
Subsequent the initially filed report, additional information was received and it was noted that the procedure was to treat a mildly calcified and tortuous lesion in the left superficial femoral artery (sfa). Resistance was noted when attempting to remove the guide wire from the laser atherectomy device and slight force was applied. The guidewire was noted to break but was held together by the coils, and the laser atherectomy device, and guide wire were pulled into the sheath where they all were removed as a single unit from the anatomy. At this point, the physician was able to rewire the vessel, perform percutaneous transluminal angioplasty (pta), and complete the proceed as originally intended to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficult to remove include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire which likely led to the reported guide wire break. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. B1 correction: adverse event removed b2 correction: required intervention removed d4 correction: lot number updated from unknown to 5041071 h1 correction: serious injury removed.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 300cm ht command guidewire (gw) was used with a non-abbott laser atherectomy device; however during the procedure the wire was noted to break in one location and completely separate in another location. The gw was removed and the separation portion were received. There were no adverse patient sequela nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.